Manufacturer narrative:
Investigation summary: photo evaluation: one photo was returned for investigation. From the photo, unable to determine the non conformance. Sample evaluation: 21 samples in open packaging was returned for investigation. The samples were not decontaminated. Based on visual inspection, that there is no foreign matter observed on the returned samples. A device history record review found no non-conformances associated with this issue during production of this batch. Based on the visual inspection, the returned samples passed and met visual acceptance criteria. Hence root cause could not be determined on the reported non-conformance.

Event description:
It was reported that prior to use foreign matter was discovered with a bd 10ml syringe. The following information was provided by the initial reporter: particulate matter within the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter was discovered with a bd 10ml syringe. The following information was provided by the initial reporter: particulate matter within the syringe.